Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: unknown.

Event description:
It was reported that during an unspecified surgical procedure the ultra aggressive plus 4.0mm 5pk device had a white deposit appearing on the edge of the blade. The surgeon noticed the issue several times of the lubricant sheathing the inner knife liner, including one, where there was thicker debris. It was unknown if there were any delays to the procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2024. No additional information was provided. This is report 1 of 2 of complaint (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Photos were returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photos. After the photos visualization, it was observed that the ultra aggressive plus 4.0mm 5pk inner tube have grease at the tip which is part of the manufacturing process. No other anomalies could be observed. According with the manufacturer procedure, the unit present grease in the tip, because is part of the manufacturing process, the unit have two applications of grease, one is in the inner tube and then assembled in the outer tube, then the second application of grease is in the tip. The product per requirements need to have grease inside the tip. The overall complaint was unconfirmed as the observed condition of the ultra aggressive plus 4.0mm 5pk would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.